Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre opti drain drainage catheter. Prior to the procedure, it was noted the length of trocar needle was allegedly shorter than catheter. The procedure was completed using another device. There was no patient contact.